Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-implant follow-up, the pacing from the left ventricular (lv) lead was found to be arrhythmogenic. The physician alleged the arrhythmogenic pacing was due to suboptimal patient condition as the patient suffered from ischemic cardiomyopathy and occasional atrial fibrillation. The device was reprogrammed to turn off lv pacing. The patient was stable and will continue to be monitored.